Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The clinician felt that the capsule trocar did not completely advance. The capsule fell off of the delivery system upon removal from the patient. No serious injury to the patient was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, follow-up medwatch report will be sent.